Event description:
It was reported that the device had tamper seal - missing. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of label - missing was confirmed. ¿ on 20-june-2025, pou was received unboxed and with paperwork. ¿ unit passes asm functional testing, no other issues noted. ¿ external inspection revealed missing tamper seal label. ¿ root cause: tamper seal not attached to pcu case. ¿ bd workmanship. ¿ recommend bd san diego repair center install the tamper seal label. ¿ unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.